Event description:
The device was used during an appendectomy. Reportedly, the instrument jammed and the device would not open or fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.